Event description:
New information was received that the right atrial lead was capped and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). During follow-up, there were additional episodes of noise noted on the right atrial (ra) lead that resulted in automatic mode switch on the device. No intervention was performed to resolve the event and the patient was stable and will continue to be monitored.